Event description:
It was reported that during use with the bd insyte¿ IV catheter the needle perforated the catheter. The following information was provided by the initial reporter, translated from spanish: "the written report says that when the catheter is punctured, it breaks and does not allow passage in the first puncture and that when it is withdrawn it is broken in half." Additional information received by clinical access on 11/oct/2022: ¿ the reported batch is not correct, it is invalid (ot306102). What is the bd lot number please? A: they tell me that this was the lot reported in the report because no other appears on the packaging as shown in the photo of the evidence and they only officially reported one event. ¿ it is reported that the catheter breaks in half. I would like to confirm if they mean that (a) the catheter is damaged or (b) the catheter separates into two parts (no connection)? If option (b): - is any part of the catheter left inside the patient? How was it removed? A: in the training it is evident that the catheter is perforated with the mandrel because it is re-sheathed, emphasis is placed on correcting this practice. No portion of the catheter remains in the patient.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with the bd insyte¿ IV catheter the needle perforated the catheter. The following information was provided by the initial reporter, translated from spanish: "the written report says that when the catheter is punctured, it breaks and does not allow passage in the first puncture and that when it is withdrawn it is broken in half." Additional information received by clinical access on 11/oct/2022: ¿ the reported batch is not correct, it is invalid (ot306102). What is the bd lot number please? A: they tell me that this was the lot reported in the report because no other appears on the packaging as shown in the photo of the evidence and they only officially reported one event. ¿ it is reported that the catheter breaks in half. I would like to confirm if they mean that (a) the catheter is damaged or (b) the catheter separates into two parts (no connection)? If option (b): - is any part of the catheter left inside the patient? How was it removed? A: in the training it is evident that the catheter is perforated with the mandrel because it is re-sheathed, emphasis is placed on correcting this practice. No portion of the catheter remains in the patient. H.6. Imdrf annex a code: a041001.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed for the reported lot, ot306102, as this is not a valid bd lot number. Our quality engineer reviewed the provided photo but it only showed the information on the back of the blisters. It did not show the actual device or any defects. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defects could be identified in the provided photo a definitive root cause could not be determined.

Event description:
It was reported that during use with the bd insyte¿ IV catheter the needle perforated the catheter. The following information was provided by the initial reporter, translated from spanish: "the written report says that when the catheter is punctured, it breaks and does not allow passage in the first puncture and that when it is withdrawn it is broken in half." Additional information received by clinical access on 11/oct/2022: the reported batch is not correct, it is invalid ((B)(6)). What is the bd lot number please? A: they tell me that this was the lot reported in the report because no other appears on the packaging as shown in the photo of the evidence and they only officially reported one event. It is reported that the catheter breaks in half. I would like to confirm if they mean that (a) the catheter is damaged or (b) the catheter separates into two parts (no connection)? If option (b): - is any part of the catheter left inside the patient? How was it removed? A: in the training it is evident that the catheter is perforated with the mandrel because it is re-sheathed, emphasis is placed on correcting this practice. No portion of the catheter remains in the patient.

Manufacturer narrative:
The reported lot# ot306102 was not found for the reported catalog# 38831114. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter broke from the hub during the puncture. The following information was provided by the initial reporter, translated from (B)(6): "the written report says that when the catheter is punctured, it breaks and does not allow passage in the first puncture and that when it is withdrawn it is broken in half."